Event description:
It has been reported to co that during prep as the physician attempted to advance this device the tip of the balloon bent and reportedly split. There was no pt involvement. The device is being returned for analysis.